Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the carrier hoop, delivery wire, introducer sheath and coil were returned for analysis. A visual inspection was performed and observed that the twist lock of the introducer sheath was open. The introducer sheath was inspected and no defect was noted however excessive blood was noted. The coil and delivery wire arms were not interlocked. The delivery wire was inspected no damage was noted. The coil was cut from the introducer sheath and found to be excessively stretched along the full body. Microscopic examination was done on the interlocking arm of the delivery wire and no damage was noted. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and found to be missing the interlocking arm. The coil dimensions were found to be in specification. It was not possible to measure the coil od as the full body of the coil was too severely stretched. The number of fiber bundles recorded during product analysis was below the assigned specification. Damage to the coil may potentially lead to the fiber bundles detaching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes. In order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system. (B)(4).

Event description:
Reportable based on device analysis completed on 04aug2016. It was reported that deployment issues occurred. A 15mm x 40cm interlock -35 was used for embolization. During the procedure, it was noted that the coil could not be deployed from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed missing fiber bundles.